Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 5 f sheath in the left common femoral artery. Proper occlusive pressure was not held, as directed by the instructions for use. In addition, during delivery of the procoagulant, the sheath was withdrawn further than specified in the instructions for use. Following the procedure, the patient experienced a pseudoaneurysm. Treatment consisted of ultrasound guided compression with thrombin injection. The event was resolved and no further complications were reported.